Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a blood glucose level of over 400 mg/dl. The customer stated his sensor glucose readings are frequently lower than his actual blood glucose level. The customer was advised to test his blood glucose levels before treating himself. Standard troubleshooting was declined. The product is not being returned. Nothing further was reported.